Event description:
It was reported that a system fail test error message was observed. No patient injury was reported.

Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were intact. The investigation found the right plunger case cracked by upper screw hole and top case cracked by handle. The pump event history showed a primary audible alarm background (bgnd) test in the error history log (ehl). The evaluation was performed, and the reported issue was not duplicated, a power up process, occlusion test. Unable to determine, although c9 is connected it?s a little wobbly. The root cause of the reported issue is unable to be determined. The technician replaced the interconnect board as precaution. Performed all functional/delivery tests which passed.